Event description:
A bipolar turp was being conducted and was converted to a monopolar turp. A reusable storz 277kb was opened to the field. It appeared intact, however, when it was used the area by the cord connection cracked igniting a flame in the operating room. No injury to the pt occurred.